Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.